Event description:
Patient's legal complaint alleges that patient underwent total hip arthroplasty on (B)(6) 2005. Subsequently, it is alleged that the patient became septic and experienced pain, discomfort, and infection. Revision performed (B)(6) 2006, removing the cup liner and head and replacing with a pmi custom flanged acetabular component with a 28mm m2a hicarbon head and m2a hicarbon liner to address significant protrusio as indicated by the doctor. The allegations set forth in the patient's complaint are unverified.

Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6)2005. Legal counsel for patient reports patient was revised on (B)(6) 2006, due to patient allegations of sepsis, pain, discomfort, and infection. All biomet parts were removed and replaced with biomet product. Further, legal counsel for the patient reports patient underwent a partial bladder resection on (B)(6) 2009 and it was allegedly noted patient had infection. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "early or late postoperative, infection, and allergic reaction". Number fourteen states, "postoperative bone fracture and pain". The user facility was notified of the event on january 2, 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. Review of sterilization certification confirms devices were sterilized in accordance with iso 11137-2. This report is number 2 of 4 mdrs filed for the same event (reference 1825034-2011-00980 , 1825034-2012-00001/00003). The allegations set forth in the patient's complaint are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative, infection, and allergic reaction." Number 14 states, "postoperative bone fracture and pain." This report is number 2 of 24 mdrs filed for the same event (reference 1825034-2011-00980-1 and 2012-00001-1/00003-1 & 2013-00436/00455).